Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Patient presented to the ER due to receiving shock therapy. The electrical function of the lead was observed and no anomalies were noted. Externalized conductors were noted. Lead was capped and replaced.